Event description:
It was reported that a personal therapy manager (ptm) was not successfully uploading information. It was also reported that refill date was not update at the last appointment in (B)(6) 2012. This was resolved by decoupling/recoupling the ptm. The device system was used to deliver an unknown drug.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 86 37-40, serial# (B)(4), implanted: 2011-(B)(6), (B)(4),